Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that using a plee60a, first reload for the first firing. Dr. Felt it was not firing like usual. Heard cutter going all the way and then back but not able to open the jaw. He used the reverse button, did not do anything. Used the manual reverse, 20 times, not able to open jaw. He asked for another one and fired a line of staples on each side of the stuck echelon. He was able to move on with the case. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2022 d4: batch #720a96 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with an endopath xcel 12 mm trocar inserted in the shaft, the closing trigger open and the anvil in closed position. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Also, a gst60w reload loaded in the device. The reload was received partially fired 1/4. After further evaluation, the anvil could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled and broken. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.